Manufacturer narrative:
Medtronic received additional information that one annuloplasty band was implanted in the mitral position and the other in the tricuspid position. Both bands remain implanted. Patient ethnicity and race updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this annuloplasty band, the band was explanted and replaced with an annuloplasty band of the same size and model. The reason for the replacement was not reported. No additional adverse patient effects were reported.